Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic alert level sensor was not working. The perfusionist was getting false alarms. The perfusionist changed out the level sensor to serial (B)(4). They were able to complete surgery successfully by watching the levels of the reservoir. There were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00450, which had the same issue. Per the field service representative (fsr), all test passed and the reported problem could not be duplicated with either sensor. The fsr manipulated the sensor connectors and cables to test for intermittent issues, but also no failures. He confirmed that the "stop/comm" cable was securely attached to safety monitor and ls-ii board were fully secured in monitor. The fse retested both level sensors without errors again. The fsr reinstalled level sensor, serial (B)(4) in the system and placed sensor, serial (B)(4), back in the gray accessory box. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.